Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately low. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2012 between 4-6am. The patient tested on the subject meter and reportedly observed a reading of "50mg/dl" which she felt was inaccurately low based on her feelings/normal readings. The patient reportedly manages her diabetes with oral medications (unknown type and dose) along with diet and exercise. It is not known what symptoms, if any, the patient was experiencing due to the alleged issue but the reporter claimed that the patient was taken to the emergency room (ER) that same morning and a blood glucose test was performed on an unknown hcp meter which gave a result of "140 mg/dl something." It is not known how much time elapsed between the 2 tests, nor is it known whether the patient had made any changes to her diabetes management routine after testing on the subject device. The patient was reportedly treated with IV fluids at the hospital at approximately 8am. It is not known if the was admitted or released later that day. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure. The subject test strips were expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment by the hcp that was indicative of severe hyperglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.